Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the ins helped with the patient's upper clavicle area pain 100% and that once she healed from the car accident injuries she sustained prior to implant, they didn't really need the stim anymore. The stim did not help the lower pain as much. The patient stated that over the years they used the implants less and less. It was noted however that they still feel discomfort from their injuries from prior to implant every once in a while. The patient stated that after getting the second implant, recharging became a pain in the butt, and it didn't seem like they would fully charge. The patient mentioned having a jump start in the past due to not using the stim for a month. No further complications were reported.